Event description:
It was reported that there was a suspected first overdischarge. The manufacturing representative spoke with the patient on the date of the report via the phone. The patient stated they had not recharged their device in the last year and could not get communication with the recharger. The patient stated that when they last used it the stimulation was in their shoulders and arm. The device was implanted for lower back and lower extremity pain. It was noted that there was stimulation in the wrong location. The patient stated they did not have a time next week to meet so they were to communicate in the first week of december to set up an appointment to troubleshoot and physician mode reset if needed. It was noted that a physician mode recharge (pmr) was not performed. There was not any diagnostic testing or troubleshooting performed. It would be performed in the future. The product issue was not resolved. The cause of issue was not determined. Additional information received reported that the patient would meet at the hcp¿s office on (B)(6) to attempt a pmr (physician mode recharge). Additional information received reported that a successful pmr was performed today. It was reported that they were unable to get adequate coverage. It was reported that an impedance check showed ¿high level on electrode 9 only.¿ it was reported that an x-ray was performed and the lateral view showed the lead was partially out of the epidural space. It was reported that the patient denied any falls or other traumatic events. It was reported that no interventions were planned at this time. Additional information to be updated as it becomes available.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 39565-30, serial # (B)(4). Implanted: (B)(6) 2009, product type lead. (B)(4).